Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump initially showing a discrepancy of 60 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level mentioned. To resolve the issue, the caller reloaded the same cartridge.